Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the lack of replacement CPAP dreamstation devices let to the worsening of the patient's health, especially for pressure. Patient harm or serious injury was not specified. Allegedly, as a result of the worsening health, the patient had to undergo a series of instrumental tests (doppler, holter, etc.) The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.